Event description:
A male presented emergently in 2007 for endovascular repair due to leaking at anastamosis from a tube graft from a previous open repair. At that time, the physician did not want to place a bifurcated graft. He just wanted to reline everything so used devices on hand which was one renu cuff and three main body extension grafts. The patient had some anterior angulation proximal to the aneurysm sac. The renu graft landed on the angle but the patient had proper overlap so the physician telescoped the remaining devices. Over time, the renu separated from the main body extension creating a type iii endoleak. The physician then decided to reline again in 2008, and staggered the overlaps of the three newly placed main body extensions from the previously placed devices to successfully resolve the endoleak. The patient is doing well.

Manufacturer narrative:
Event evaluation: still under investigation.